Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the serial number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there is no description of the device's malfunction.

Event description:
On (B)(6) 2021, olympus medical systems corp. (Omsc) received the literature titled "examination of endobronchial ultrasound-guided transbronchial needle aspiration using a puncture needle with a side trap". This study was conducted on the endoscopic submucosal dissection (esd) for 216 patients with gastric neoplasm in the literature, it was reported as follows; the aim of this study was to evaluate the healing effects of vonoprazan and lansoprazole on endoscopic submucosal dissection (esd)-induced ulcers. This study was conducted between (B)(6) 2015 and (B)(6) 2018. The esd was performed using a dual knife (kd-650), coagrasper g (fd-412lr), m2-4k, endoscope (gif-h290z), and other company products (electrosurgical generator / vio300d). It was reported that delayed perforation (n =5), delayed bleeding (n = 5), and 20 patients exclusion. The reasons for analysis exclusion were surgical treatment (n = 4), interoperative perforation (n = 1), bleeding (n = 3), pneumonia (n = 2) and follow-up failure (n = 10). Omsc assumes that delayed perforation, delayed bleeding, and follow-up failure were not identified with relation to the subject device. And, bleeding and pneumonia in exclusion cases were not identified with the serious adverse events due. Whereas, omsc assumes that surgical treatment and interoperative perforation were serious adverse events to submit. Based on the available information, specific information on the subject device and the patient were not provided. There is no description of the device's malfunction. Omsc will submit one medical device report (MDR) of the subject device for surgical treatment and interoperative perforation.